Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was not connected at the time of the alarm. It is unknown what step in peritoneal dialysis therapy alarm occurred at. The hp reported they connected and disconnected for about two hours, which upon return, the hc was alarming. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the hp in clearing the alarm by cycling the power on the device. The hp will discard supplies and start with all new supplies. There was no patient injury or medical intervention indicated at the time of the event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.